Manufacturer narrative:
Concomitant medical devices: product ID: 8590-1, lot# n534386, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n534386, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6)2015, product type: catheter. (B)(4).

Event description:
Information received from manufacture representative regarding a patient who had an implanted pump system (unknown drug/concentration/dose). Indication for use was noted as non-malignant pain. It was reported that the pump system was removed per infection on (B)(6) 2015. There were no troubleshooting or diagnostic tests reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.